Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records, physio verified that a single unexpected loss of power occurred. Furthermore, the electronic records indicated that the battery installed in battery well #1 may not have been securely latched into the battery well and, as a result, was only making intermittent connection to the battery pins. Intermittent connection to the battery pins can cause an unexpected loss of device power. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it's reasonable to conclude that the likely cause of the reported issue was due to an intermittent connection between the device's battery pins and battery #1.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event; however there were no other details provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event; however there were no other details provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).